Event description:
It was reported that during a routine device change out procedure, the left ventricular lead exhibited high thresholds. The lead was explanted and replaced successfully and the procedure was completed without complications. No patient symptoms were reported and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.